Event description:
It was reported that stent dislodgement occurred. A rebel stent was selected to treat the target lesion however it was noted that the stent was dislodged from the stent delivery system (sds) balloon. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined.   (B)(4).